Manufacturer narrative:
(B)(4).

Event description:
Additional information reported the start date of baclofen treatment was 2012-(B)(6). It was reported there was thinning and bruising of the skin superomedially. It was noted the superomedial corner of the pump was protruding medially, which was the likelihood of contact causing the opening of the skin. It was noted nothing grew on the culture of csf. It was reported the patient was doing great. It was noted they transitioned to a smaller pump capacity and the therapy continued without interruption.

Event description:
It was reported that the pump at the device pocket had eroded through the patient¿s abdomen. The patient¿s family reported that pump system was functioning properly and there was no alleged product issue. Ultimately, the pump and entire existing pump segment was removed from the patient¿s left side due to the risk of infection. A new 8637-20 was implanted on the patient's right side with a new trimmed 8596sc that was tunneled around patient's right side. There was good cerebral spinal fluid (csf) return from the spinal segment at spine from the catheter access port aspiration in pocket at the end of the procedure. The new pump was filled with 20 ml - gablofen 2,000 mcg/ml. The dosing was changed to 227 mcg/d (6% increase). The dosing change was planned independently of pump replacement and was performed at the time of explant for convenience. The csf that was obtained from the spinal segment at spine was sent for cultures the results were pending. The patient¿s status at the time of the event was reported as alive - no injury. No diagnostic testing or troubleshooting was required. The cause of the issue was unknown. The pump and catheter were discarded and will not be returned. This device system delivered gablofen. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type: catheter. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).